Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implantation of the right ventricular lead, atrioventricular block developed. Pacing was provided through an analyzer and medication was given intravenously. The implant was completed and the lead remains in use. No further patient complications have been reported as a result of this event.